Event description:
Patient had 5 vessel bypass surgery. Post-op the patient had severe hypotension. With such poor preoperative left ventricular function, mitral regurgitation a intra-aortic balloon was placed. The next day, the iabp wave form was flat and it was unable to be irrigated. Another catheter was placed and the wave form was appropriate.